Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the flow rate was 1.5lpm. The pads were disconnected, straightened, reconnected and the flow rate settled at 1.6lpm. The nurse was advised to add a universal pad to improve the flow rate and provide better coverage. Therapy continued as normal.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "incorrect machine set up". The lot number is unknown; therefore, the device history record could not be reviewed. The product code for this z300-unknown articgels pads product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the z300-unknown articgels pads product labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the flow rate was 1.5lpm. The pads were disconnected, straightened, reconnected and the flow rate settled at 1.6lpm. The nurse was advised to add a universal pad to improve the flow rate and provide better coverage. Therapy continued as normal.